Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The rep re-positioned the cover into its proper place. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
Medtronic received information that the x-stage cover of the image acquisition system (ias) is grinding on the front caster. There was no patient present when this issue was identified.